Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display monitor was replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the display monitor has fallen from the unit. There was no report of injury.